Manufacturer narrative:
Pediatric patient (picu). The customer¿s report of leaking from the filter was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies or leaking throughout the set. Pressure testing showed no anomalies. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported the supply chain received a product from the picu with a note that stated, "leaking from filter. Unknown patient outcome and unknown line." No additional information is available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the supply chain received a product from the picu with a note that stated, "leaking from filter. Unknown patient outcome and unknown line." No additional information is available.